Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.00/+4.0/113 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated with low vaulting; blurry vision. It was noted that after implant; the patient went to the exam room to be evaluated and the surgeon noticed the left icl had rotated. The surgeon had repositioned the icl to it's original position. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as "other" and noted "original calculation 12.6 sizing too small; = +1- 90 degrees rotation causing blurry vision".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).